Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The device was started up at 07:40:30 on (B)(6) 2024. At 11:31:53, an arrhythmia was detected. ECG shows vf with varying rates/amplitude, motion artifact and electrode lead falloff. The device properly detected vf. Varying rates/amplitudes preventing the lifevest from treatment the patient. The electrode belt was disconnected at 11:51:39 on (B)(6) 2024.